Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced physical pain, a history of urinary tract infections (uti) secondary to exposed mesh including e. Coli uti and e. Coli bacteria, state I hypertension, and transvaginal takedown of exposed mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.